Manufacturer narrative:
.

Event description:
It was reported that merlin transmission showed episodes of non-sustained rv oversensing and inappropriate auto mode switching due to far r-wave oversensing. Programming changes were recommended.